Event description:
Facility director of nursing reports that a venous line became disconneced during a pt treatment. Approx. Mid-treatment the venous bloodline became disconnected from the pts' fistula needle at the luer. The separation was promptly noted and the bloodloss to the pt is estimated to be approx. 50-100cc. The pt's hct pre event was 34.7 and post event the hct was 30.6. No medical intervention was necessary. The pt did not receive a blood transfusion. The line was reconnected and the treatment continued without further incident.